Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery. A 3.50mm x 8mm veriflex¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion. It was suspected that the proximal end of the stent might have been frayed. The physician was unable to place a stent and completed the procedure with balloon angioplasty. No patient complications were reported and the patient's status is doing well.